Event description:
It was reported that, after a bhr-tha construct had been implanted on the patient's unspecified hip on (B)(6) 2009, the patient experienced unspecified symptoms suspected to be related to metallosis. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The acetlr cup hap 52mm w/ imptr (B)(4) and bhr modular head 46mm (B)(4) were explanted along with the modular sleeve . It is unknown if the stem was revised. It is unknown if the revision was performed in the left or in the right hip of the patient. The patient's outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the cup, head and modular sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints have been identified for the devices. A search was also made using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the cup and modular sleeve. This will continue to be monitored. Similar complaints have been identified for the modular head. However, as the device is no longer sold, no action is to be taken. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical documents were reviewed. A single photo of the explant was provided and reviewed. However, the photo alone does not contribute to the clinical/medical investigation. It is noted within the attachments, no clinical/medical documentation is available. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.